Event description:
New information received notes that defibrillation threshold testing (dft) revealed a normal charge time limit at 25 joules but a second dft test at 36 joules timed out and the patient had to be externally shocked out of the arrhythmia. The physician opted to explant the implantable cardiac defibrillator and it was replaced. The patient was stable pre-surgery, during surgery and post-surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, it was observed that a capacitor time limit was reached (B)(6) 2018 on the implantable cardioverter defibrillator. A capacitor maintenance was performed. The device remained implanted though an explant was recommended. The patient was stable.